Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. The blood glucose levels were not included in the report. It was also reported that the insulin pump has an unresponsive keypad. Advised discontinuation of the insulin pump. Nothing further reported.